Manufacturer narrative:
B3 date of event: approximated. Elsaqa, m., elgebaly, o., sakr, m., youssif, t. A., rashad, h., & tayeb, m. M. E. (2022). Comparison of outcomes of holmium laser versus bipolar enucleation of prostates weighing >80 g with bladder outlet obstruction. Proceedings - baylor university. Medical center, 36(1), 15-19. Https://doi.org/10.1080/08998280.2022.2116764.

Event description:
It was reported in a study published in the "baylor university medical center proceedings" journal that a prospective database review was conducted to compare the outcomes of holmium laser enucleation (holep) versus bipolar transurethral enucleation (b-tuep) of prostates weighing over 80 grams with bladder outlet obstruction. The study included (B)(4) patients from two tertiary referral centers, with (B)(4) undergoing holep and (B)(4) undergoing b-tuep, between (B)(6) 2018 and (B)(6) 2020. All patients were males with moderate to severe lower urinary tract symptoms, and the average prostate volume was over 100 grams. Enucleation was conducted as a combination of gentle mobilization with the tip of the resectoscope and cutting whenever necessary. Holep was performed using lumenis moses pulse technology with a holmium laser. The settings were adjusted to 80 w and 40 w at power settings of 2j, with frequencies of 40 hz and 20 hz, respectively. Morcellation was performed for holep using the piranha morcellator system. For b-tuep, the turis plasma vaporization with oval button technology was used for enucleation, while morcellation was performed with the lumenis versacut morcellator system. The results showed that holep had a higher enucleation rate, indicating a shorter operative time compared to b-tuep. Both techniques had comparable operative complication rates and postoperative outcomes. Specific adverse events included bladder mucosal injury and limited capsular perforation, observed in four patients across both groups. Postoperative complications were similar in both groups, including hematuria and urinary retention requiring catheter reinsertion or prolonged catheterization, classified as clavien-dindo class I complications. Class ii complications included urinary tract infections and the need for blood transfusions, while class iii complications included two cases of postoperative cystoscopy for clogged catheter with difficult recatheterization and hematuria in holep and b-tuep, respectively. In the holep group, two patients were readmitted within 30 days for hematuria and clot retention. At 6-week and 6-month follow-ups, holep patients showed lower international prostate symptom scores and lower postoperative prostate-specific antigen levels. Incontinence rates and pad usage were similar between the groups. Overall, the study concludes that both holep and b-tuep are effective and safe techniques for managing large-volume prostates, with holep providing some advantages in terms of shorter operative and catheterization times. This complaint refers to the holep procedure performed with the holmiun laser.

Manufacturer narrative:
B3 date of event: approximated. Elsaqa, m., elgebaly, o., sakr, m., youssif, t. A., rashad, h., & tayeb, m. M. E. (2022). Comparison of outcomes of holmium laser versus bipolar enucleation of prostates weighing >80 g with bladder outlet obstruction. Proceedings - baylor university. Medical center, 36(1), 15-19. Https://doi.org/10.1080/08998280.2022.2116764.

Event description:
It was reported in a study published in the "baylor university medical center proceedings" journal that a prospective database review was conducted to compare the outcomes of holmium laser enucleation (holep) versus bipolar transurethral enucleation (b-tuep) of prostates weighing over 80 grams with bladder outlet obstruction. The study included 101 patients from two tertiary referral centers, with 70 undergoing holep and 31 undergoing b-tuep, between june 2018 and august 2020. All patients were males with moderate to severe lower urinary tract symptoms, and the average prostate volume was over 100 grams. Enucleation was conducted as a combination of gentle mobilization with the tip of the resectoscope and cutting whenever necessary. Holep was performed using lumenis moses pulse technology with a holmium laser. The settings were adjusted to 80 w and 40 w at power settings of 2j, with frequencies of 40 hz and 20 hz, respectively. Morcellation was performed for holep using the piranha morcellator system. For b-tuep, the turis plasma vaporization with oval button technology was used for enucleation, while morcellation was performed with the lumenis versacut morcellator system. The results showed that holep had a higher enucleation rate, indicating a shorter operative time compared to b-tuep. Both techniques had comparable operative complication rates and postoperative outcomes. Specific adverse events included bladder mucosal injury and limited capsular perforation, observed in four patients across both groups. Postoperative complications were similar in both groups, including hematuria and urinary retention requiring catheter reinsertion or prolonged catheterization, classified as clavien-dindo class I complications. Class ii complications included urinary tract infections and the need for blood transfusions, while class iii complications included two cases of postoperative cystoscopy for clogged catheter with difficult recatheterization and hematuria in holep and b-tuep, respectively. In the holep group, two patients were readmitted within 30 days for hematuria and clot retention. At 6-week and 6-month follow-ups, holep patients showed lower international prostate symptom scores and lower postoperative prostate-specific antigen levels. Incontinence rates and pad usage were similar between the groups. Overall, the study concludes that both holep and b-tuep are effective and safe techniques for managing large-volume prostates, with holep providing some advantages in terms of shorter operative and catheterization times. This complaint refers to the holep procedure performed with the holmiun laser.

Manufacturer narrative:
B3 date of event: approximated. The study took place in USA not egypt, therefore, the section e1 was updated. Product details were updated based on information available from the article. According to the article, lumenis moses pulse technology with power adjusted to 80w and 40w was used. Only the pulse p120 console can be adjusted to 80w. Therefore, it can be confirmed a p120 was used. Elsaqa, m., elgebaly, o., sakr, m., youssif, t. A., rashad, h., & tayeb, m. M. E. (2022). Comparison of outcomes of holmium laser versus bipolar enucleation of prostates weighing >80 g with bladder outlet obstruction. Proceedings - baylor university. Medical center, 36(1), 15-19. Https://doi.org/10.1080/08998280.2022.2116764.

Event description:
It was reported in a study published in the "baylor university medical center proceedings" journal that a prospective database review was conducted to compare the outcomes of holmium laser enucleation (holep) versus bipolar transurethral enucleation (b-tuep) of prostates weighing over 80 grams with bladder outlet obstruction. The study included (B)(4) patients from two tertiary referral centers, with (B)(4) undergoing holep and (B)(4) undergoing b-tuep, between (B)(6) 2018 and (B)(6) 2020. All patients were males with moderate to severe lower urinary tract symptoms, and the average prostate volume was over 100 grams. Enucleation was conducted as a combination of gentle mobilization with the tip of the resectoscope and cutting whenever necessary. Holep was performed using lumenis moses pulse technology with a holmium laser. The settings were adjusted to 80 w and 40 w at power settings of 2j, with frequencies of 40 hz and 20 hz, respectively. Morcellation was performed for holep using the piranha morcellator system. For b-tuep, the turis plasma vaporization with oval button technology was used for enucleation, while morcellation was performed with the lumenis versacut morcellator system. The results showed that holep had a higher enucleation rate, indicating a shorter operative time compared to b-tuep. Both techniques had comparable operative complication rates and postoperative outcomes. Specific adverse events included bladder mucosal injury and limited capsular perforation, observed in four patients across both groups. Postoperative complications were similar in both groups, including hematuria and urinary retention requiring catheter reinsertion or prolonged catheterization, classified as clavien-dindo class I complications. Class ii complications included urinary tract infections and the need for blood transfusions, while class iii complications included two cases of postoperative cystoscopy for clogged catheter with difficult recatheterization and hematuria in holep and b-tuep, respectively. In the holep group, two patients were readmitted within 30 days for hematuria and clot retention. At 6-week and 6-month follow-ups, holep patients showed lower international prostate symptom scores and lower postoperative prostate-specific antigen levels. Incontinence rates and pad usage were similar between the groups. Overall, the study concludes that both holep and b-tuep are effective and safe techniques for managing large-volume prostates, with holep providing some advantages in terms of shorter operative and catheterization times. This complaint refers to the holep procedure performed with the holmiun laser.